Event description:
It was reported that during a follow up visit, high atrial impedance, an unstable threshold, and a possible fracture were observed. Manual provocation did not lead to any artifacts on the electrogram. The physician decided to follow the patient more frequently. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance steady at approximately 603 ohms throughout (B)(6) 2013, then varies between 513 and 988 ohms from (B)(6) 2013 to (B)(6) 2014, and then jumps out of range starting (B)(6) 2014. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture threshold varies from 1.125 and 2.5 v between (B)(6) 2013 and (B)(6) 2014.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).